Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; "the trocar valve was broken at the start of surgery, the clipper 10mm, through the trocar and it was broken easily. The pneumo filtered during the major of time on the surgery." There was no tissue loss or damage, no extension of an incision, no additional blood loss, no delay in surgery and nothing fell into the patient. No patient details were provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the instrument. The envelope seal was intact. The cannula and obturator were intact. The device failed an air leak test. The obturator was inserted and removed without difficulty. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.